Event description:
Baxter product surveillance received notification of an event from the international affiliate on 11/13/2006. Per baxter, a nurse reported a broken transfer set. The nurse believes that the pt is over torquing the twist clamp. On follow up, baxter reported that the pt has limited dexterity. The pt has been retrained multiple times. No pt injury/medical intervention associated with this incident.

Manufacturer narrative:
Baxter's product surveillance dept is perusing add'l info regarding this incident. A follow up report will be submitted if add'l info is received.